Manufacturer narrative:
The device was returned and analyzed. Condition upon receipt: 1 un-sealed sample, part number 8229307, from lot number 0209213164 received; there was evidence of biological contaminants on the distal end [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings). Evaluation: when compared to the assembly drawing the blue electrode was bent outward at the blue band which would have resulted in the reported event. When viewed under magnification the blue electrode was out of its lumen under the cuff with a corresponding puncture through the cuff at the wire tip. The cuff was cut back for the analysis to photograph the wire out of the lumen. There was no damage to the packaging that would indicate a cause. The customer stated the device checked ok when it was opened, and the damage was found during testing before surgery which is likely when the damage occurred. Complaint is confirmed for being deformed/damaged with a most likely cause of mishandling/user error.

Event description:
It was reported that "it was checked ok during opening package. During test before surgery, it was found the wire of the blue lead is severely deformed. When pulling out the wire of the balloon, the wire break through the balloon. The product hasn't contacted with patient. No impact is on the patient. The doctor replaced a new one to complete the surgery."

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.